Manufacturer narrative:
Philips investigated this complaint and came to the conclusion that this could not be a radiation burn because a radiation burn cannot develop like shown in the picture after just two days. It was concluded that the provided image showed an injury and not a skin burn caused by radiation. Level 1 image quality checks passed which shows the system is working within specification, which means a system malfunction can be ruled out as a possible cause for the reported issue. (B)(4).

Manufacturer narrative:
When the investigation is completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which they stated that after a procedure on a (B)(6) year old patient, the hospital noticed skin burns. The patient received 48.34mgy frontal, 203.43mgy lateral, dap 22923mgy.cm2 10 cine runs, fluoro time 10:02 minutes. At this moment it's not clear if these skin burns were caused by the radiation the patient received.